Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received multiple shocks for a possible ventricular tachycardia (vt)/ventricular fibrillation (vf) storm. Some shocks appeared to be inappropriate, showing t-wave oversensing due to diminished r-wave amplitudes. The smart pass feature was on in the first treated episode, but later became disabled. The clinician submitted device data to technical services for review, and requested to know how to re-enable the smart pass feature. No additional adverse patient effects were reported. The device and electrode remain implanted and in service. Technical services reviewed the device data and episodes, and noted some delivered shocks appeared to be ineffective and did not convert the arrhythmia. In some episode, an artifact was present that suggested external defibrillation shocks were delivered. Without more information on what was happening with the patient at the time of the episode, technical services recommended evaluating the system for integrity and performing a new defibrillation threshold (dft) test to ensure the s-ICD system is able to convert vf rhythms.

Manufacturer narrative:
This report will be updated if additional information is received.